Event description:
It was reported that while the patient was in the hospital, the device was checked and atrial undersensing was observed. It was noted that there was no measureable p-wave. Far field oversensing was occurring and capture appeared to intermittent. The patient had ax-ray which indicated that the lead was in a good location. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2007 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.